Event description:
It was reported that during the procedure, tip of guidewire broke off inside the clot however, the physician was able to retrieve the broken guidewire portion and clot. The procedure completed successfully with no clinical consequences reported to the patient.

Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device was not returned a cause of undeterminable was assigned.

Manufacturer narrative:
New information was received reported medical intervention was required to remove the broken guidewire using a solitaire retriever.

Event description:
It was reported that during the procedure, tip of guidewire broke off inside the clot however, the physician was able to retrieve the broken guidewire portion and clot. The procedure completed successfully with no clinical consequences reported to the patient. Additional information was received that the broken guidewire tip was retrieved with the clot using a solitaire stent retriever. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, tip of guidewire broke off inside the clot however, the physician was able to retrieve the broken guidewire portion and clot. The procedure completed successfully with no clinical consequences reported to the patient.